Event description:
It was reported that the patient presented to the emergency department with syncope. A transmission showed the right ventricular (rv) lead triggered an lead integrity alert (lia) for oversensing of high short interval counts (sic) and noise. It was noted that pacing was withheld during episodes due to the oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4568-53 lead, implanted (B)(6) 2003. (B)(4).